Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for replace battery now and power error detected. Customer stated that they got replace battery now without a low battery warning. Customer¿s blood glucose was unknown at time of incident. Customer stated that internal power source in the pump is unable to charge and notification light did not immediately stop flashing. Customer advised to monitor the pump and call back if power error detected alarm occurred again. Insulin pump will be return for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Pump trace download analysis confirmed the device alarmed power error 25 due to connector resistance issue. No unexpected low battery alarm noted.